Manufacturer narrative:
The investigation found the calibration and qc recovery were acceptable. There was no indication for a performance issue of the reagent. The alarm trace does not contain a conspicuous event. The field service engineer found the bead mixer was badly bent, the rinse level of the bead mixer was low, and the sample probe and sippers had buildup on them. They performed customer maintenance, adjusted the rinse level, and replaced the mixer. The customer ran qc which was within the expected range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 ii results for multiple patient samples with a cobas 6000 e 601 module. The reporter provided the following examples of questionable results for two patient samples: patient 1 the initial tsh result was <0.005 miu/ml with a data flag. The repeated result was 1.52 miu/ml. The initial ft4 result was >7.76 ng/dl with a data flag. The repeated result was 1.64 ng/dl. The repeated results were from a recollected sample per the doctor's request as the initial results did not match the patient's history. Patient 2 the initial tsh result was 0.061 miu/ml. The repeated result was 19.35 miu/ml. The initial ft4 result was >7.76 ng/dl with a data flag. The repeated result was 0.63 ng/dl. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The tsh reagent lot number was 00512566. The ft4 reagent lot number was 00536344. The expiration dates were requested but not provided.